Event description:
A complaint was received via a direct call to the emergency support program regarding intra aortic balloon (iab) an unable to update timing alarm on a cs300 during clinical use. Troubleshooting with the nurse identified poor ECG signal quality, low map, and dampened arterial waveforms consistent with the patients clinical condition. Education was provided regarding ECG lead placement, waveform optimization, and the role of map in patient management. In addition, a recent chest x-ray was reported to show the distal marker below the 2nd and 3rd intercostal space. The pump was determined to be functioning as intended and the issue was not related to a device malfunction, rather the patient¿s clinical condition. No patient harm or injury was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name is (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.